Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl and had gone to the emergency room (ER). The customer was treated with an intravenous drip. The customer left the ER five hours later and the bg level was 150 mg/dl and was stable. The customer did not know what may have been the cause of the high bg level.